Event description:
Healthcare professional reported a right side "capsular contracture" baker grade unknown, "discomfort," and "pain." Healthcare professional additionally reported the event of "asia syndrome" which is not related to the device. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, b7, d6b, g1, g2, h6 the event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative later reported capsular contracture baker grade iii, "anguish, fear and suffering of the patient due to the risk of developing cancer", "radial folds", "undulations", "small amount of surrounding fluid", "nodule." Patient representative additionally reported "sparse cysts", "chronic diarrhea, joint pain, fibromyalgia", "dry eyes, and hair loss"; these events are not device related.